Event description:
Consumer reported complaint for the trueplus 33g lancets. Customer stated that the tip on some of the needles is bent. Customer stated the package had not been open or damaged when received. The customer has been using the product out of this package for one month. At the time of the call the customer felt well and did not report any symptoms. Customer did not claim they were injured while using the lancets and no medical intervention related to the use of the product was reported. No further information was provided.

Manufacturer narrative:
Internal report reference number: (B)(4). Lancets were returned for evaluation. Evaluation in process. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Manufacturer narrative:
Sections with additional information as of 02-aug-2022: h3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: returned product was forwarded to supplier quality to contact the manufacturer. Manufacturer's investigation has been completed and root cause selected. Defect found on returned lancet; bent needles. No abnormalities observed with retention samples. Root cause: rc-078: improperly shipped.